Event description:
It was reported that after insertion of the catheter, it was determined that the distal lumen was blocked. It was decided to remove the catheter over a spring wire guide. While the spring wire guide was still in place, the pt went into fibrillation and defibrillation was required. A second catheter was placed and the spring wire was withdrawn. There were no further complications.